Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet due to an incorrect pairing code entered on the ilet, after which the user corrected the code and was advised on connection timeframe after toggling the cgm settings. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a user usage issue involving an improper procedure, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.